Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: thoracic surgery - vats meduastinal mass excision. Event description: happened during the surgery (the team can't identify the exact moment) in the instrumentation port, using our grasper c4130 and [brand redacted] maryland alternated. They just realized there was a trocar fragment and then it was totally broken, separated in two parts. When removing the trocar, the parts were separated in the balloon area. The trocar was placed between ribs and the patient was stable with no visible thoracic contractions. No impact in the patient status. The trocar and fragments were removed and placed a new trocar to proceed with the surgery. Additional information received from an applied medical representative via email on 28apr25: the trocar was inserted with rotation alternating clockwise and counterclockwise direction with no difficulty during insertion. Robot was not used. They can´t identify the exact moment of the incident. They just realized there was a fragment. In this port it was only used an atraumatic grasper (c4130) and [brand redacted] maryland, alternated (both 5mm). Intervention: the trocar and fragments were removed and placed a new trocar to proceed with the surgery. Patient status: no impact to the patient status.